Event description:
Procedure: cholecystectomy. According to the reporter: the clips did not close properly and appeared to be scissored. A new instrument was used to complete the case. Operative time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4).